Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported: damaged firing knob. During the unknown surgery, the firing knob was broken. No pieces of the firing knob fell into the patient. There were no patient consequences reported.